Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 to treat stress urinary incontinence and pelvic organ prolapse and mash was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03900. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia and neuromuscular problems. It was reported that the patient experienced stress urinary incontinence and underwent mesh revision on (B)(6) 2010. The patient underwent explant on (B)(6) 2012 due to pain. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-03900. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of three medwatches being submitted. See also medwatch 2210968-2012-03900 and .2210968-2013-25263. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort, stress incontinence, chronic cystitis, nocturia, urinary frequency, urinary urgency, urinary tract infection and micro hematuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced discomfort, stress incontinence, chronic cystitis, nocturia, urinary frequency, urinary urgency, urinary tract infection and micro hematuria.